Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurements greater than two seconds and loss of capture. A lead fracture, which appeared to be a clavicular crush, was suspected. The fracture, however, was not confirmed. The loc did not lead to asystole. The lead was not tested through a pacing system analyzer (psa). Subsequently, the lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.